Manufacturer narrative:
The tech found the universal television side com power control board assembly was the issue. The most likely cause is normal wear and tear. A search of the hill-rom maintenance records did not showed hill-rom performed preventative maintenance on this bed in 2012 through 2013. It is unk if the facility performed any side com power control board assembly to resolve the issue. Based on this info, no further action is required.

Event description:
The tech reported the nurse call did not function. The bed was located on the 27th floor at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).